Event description:
It was reported that foreign particulate was noted inside the effluent sample bag when the over pouch was opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned and evaluated. Visual and functional testing was performed. Visual inspection and microscopic inspection with a (B)(4) microscope verified embedded particulate matter. The device was determined to meet all functional performance specification requirements via functional and leak testing. The cause of the reported problem was undetermined. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.